Event description:
A customer reported that six years following bilateral intraocular lens (iol) implant surgeries, she is finding it increasingly difficult to read and her distance vision is deteriorating. She also reported seeing circles around lights at night. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).